Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the high thresholds and high impedances were observed. The rv lead was repositioned three times without measurements improvement. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.